Manufacturer narrative:
The root cause of the bulge in the silicone segment was identified as an IV push medication or flush being executed below the pump without first clamping the tubing above the injection port. This action has been found to result in excessive pressure within the silicone segment thus causing the silicone segment to balloon.

Manufacturer narrative:
The customer¿s report of a bulge/balloon in the silicone segment was confirmed. The set was visually inspected and bulging was noted in the silicone segment adjacent to the upper fitment. Functional testing confirmed bulging during priming and a gravity infusion. The root cause of the report of the silicone segment bulge was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a bulge in the silicone segment. There is no report of patient harm.